Manufacturer narrative:
Gbo complaint (B)(4). We received one sealed rack of 454246/b200236h returned from the customer. Quality, production and maintenance records reviewed and revealed no deviation. No visual deviations were observed on the returned samples. All draw volume values and level mark within the tolerance.

Event description:
Customer states that the tubes are underfilling. Customer advises that the tubes do not fill up to the 3ml mark, only fills to around 2ml. 50-60% of tubes are underfilling. Safety blood collection devices, straight needles used for collection when tubes are underfilling. Phlebotomists are holding tube in the holder with their thumb during collection. Underfilling of tubes is occurring with multiple phlebotomists.